Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found to be missing the ball plunger. The product was returned. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional shim size cd 13 mm thickness item#42527900303 lot#62301865, tibial articular surface provisional item#42527900302 lot#62351312, tibial articular surface provisional shim size ef 12 mm thickness item#42527900502 lot#62357316, tibial articular surface provisional shim size ef 14 mm thickness item#42527900504 lot#62357318. Products were returned. The visual inspection of the returned tasp shims show signs of repeated use and each have one ball bearing and spring disassembled and missing. The devices show wear & tear that indicates successful use during potential field ages of approximately 4-5 years each. The complaint is therefore confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Previously initiated field action was taken for these parts, to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause was determined to be associated with the design of the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06297, 0001822565 - 2017 - 06299 0001822565-2017-06300 0001822565-2017-06301.